Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "ventilator experienced a low oxygen alarm during ventilation. The said the oxygen calibration failed. The patient was not harmed". The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: it was reported the device triggered "low oxygen alarm" and "oxygen supply failed" alarms during patient ventilation, and that a subsequent o2 cell calibration failed. There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Hamilton medical ag was informed that the technician on site performed the recommended service software checks, tests and calibrations. Device passed all checks and tests. Clarification not received if the customer addressed their oxygen supply issue. This case is considered as closed.